Event description:
This report is to advise of an event observed during analysis..

Manufacturer narrative:
The lead was returned with no reported event. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found an external insulation abrasion breaching the optim sheath at the distal region of the lead. The silicone insulation beneath was intact. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart.